Event description:
It was reported that the patient experienced an infusion set issue during a supply change when an inset was applied without firm pressure, resulting in improper adhesion and an incorrect deployment, after which a new inset was applied successfully and the change was completed. Symptoms included no reported adverse clinical effects. Outcomes included completion of troubleshooting and education, and shipment of replacement infusion sets via standard delivery. Investigation included telephone troubleshooting, review of user technique, and verification of supply lot information. Investigation of this case revealed user technique error leading to an incorrectly deployed infusion set that did not adhere properly, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with infusion set application.